Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. Evaluation confirmed the reported symptom of system error 105 through the experience of the alarm at start-up of the device, but could not reproduce it during evaluation. Evaluation determined the cause to be a dislodged component in the input-output printed circuit board. The input/output printed circuit board was replaced to correct this condition.

Event description:
It was reported that a spectrum pump alarmed system error 105. Any patient involvement, injury or medical intervention is unknown.